Event description:
Customer reported an rh discrepancy on the echo. A donor unit should have resulted a positive, but resulted as a negative.

Manufacturer narrative:
Customer was unable to reproduce the negative results; the instrument operated as expected. User error cannot be ruled out, the customer stated that the sample volume was slightly low when the initial sample was tested.